Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the level sensor issued false low level alarms. The procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.